Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phonec all that her insulin pump kept alarming no delivery due to her sets leaking. The patient's blood glucose at the time of incident is unknown; however, she mentioned that her blood glucose was high. The event was resolved by changing the infusion set and reservoir. The reservoir was not returned for analysis.